Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, allergic rhinitis, painful intercourse, vaginal dryness, libido decreased, allergic rhinitis, ovarian cyst, iron deficiency, bacterial vaginosis, night sweats, umbilical hernia, endometriosis, migraine headache and uterine leiomyoma. Concomitant products included levonorgestrel (mirena) since 2017 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection ( urinary tract )"), 1 year 6 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal discharge, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: at the end of the insertion procedure, the right cornua had 2. Visible coils and the left had 2 visible coils. Discrepancy in insertion date (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, allergic rhinitis, painful intercourse, vaginal dryness, libido decreased, allergic rhinitis, ovarian cyst, iron deficiency, bacterial vaginosis, night sweats, umbilical hernia, endometriosis, migraine headache and uterine leiomyoma. Concomitant products included levonorgestrel (mirena) since 2017 for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection ( urinary tract )"), 1 year 6 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal discharge, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: at the end of the insertion procedure, the right cornua had 2. Visible coils and the left had 2 visible coils. Discrepancy in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case become an incident. Reporters, patient demographics, medical history and laboratory were added. Suspect drug indication was updated, onset date and added lot number. Ablation added. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), vaginal discharge. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.